Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump shuts off and says power off low battery. The customer states the pump had beeped and powered off. The customer's blood glucose level at the time of incident was 220mg/dl. Troubleshoot was conducted. The customer was advised replacement battery cap would be sent. The customer was advised to monitor the device and call back if issues persist.